Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an inability to communicate with the device was confirmed in the laboratory via review of the device image and was due to a low battery voltage. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Event description:
It was reported that no communication could be established. Premature battery depletion was suspected. Device was explanted and replaced.